Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the surgeon encountered a resistance during the injection of the implant. The lens suddenly ejected into the patient's eye leading to a capsular rupture for the patient. Additional information was requested.

Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the dfu. As stated in the device preloaded delivery system dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when other non-qualified viscoelastics leading to lens delivery issues and/or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the device preloaded delivery system and is not recommended under any circumstance. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the rupture was inferior and nasal. No vitreous was present.